Event description:
Customer reported that when he inserted a test strip into his adc blood glucose meter it showed "0". Customer further reported that due to this he self-administered a glucagon injection. Customer was educated as to the proper insertion of the test strip and when it was done correctly, the meter turned on as expected. No further information was provided by the customer because he disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Complaint involved a training issue; hence no product will be returned for investigation. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.